Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 500 mg/dl at the time of incident. Customer stated their insulin pump was not working. Insulin pump twice had motor error and then insulin delivery had stopped. Customer was not able to clear the alarm and rewind the insulin pump. The insulin pump will not be returned for analysis.